Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Device evaluation: device photograph(s) for the device related to the reported event of pain, capsular contracture and visibility/palpability was reviewed on august 22, 2022. Visual analysis of the photographs identified deformation, brown encapsulation, brown particles material on the shell and fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.